Event description:
Healthcare professional (hcp) reports six incidents of clotted dialyzers. All of the incidents occurred at the end of treatments, during rinseback of pts' blood. Two incidents occurred in 01/01 and four incidents occurred in 02/01. All of the pts received heparin boluses before treatments were started, with doses unknown. Hcp stated blood was not able to be fully returned at the end of treatments, with an estimated blood loss of 50-100cc per pt. No pt injuries or medical intervention reported per hcp.